Event description:
It was reported that a malfunction occurred with the customer's device displaying malfunction code 0. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction did not recur afterwards. The customer was instructed to continue using the pump and to contact support if the issue reappeared, which they acknowledged and understood.